Event description:
It was reported to philips that the system startup was delayed due to lateral ip-pc issue on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the system; lateral ip-pc checked and restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).